Event description:
A surgeon reports a patient with central islands in both eyes following lasik surgery. This report is for the right eye, the left eye is being reported on manufacturer report (B)(4). Postoperative information indicates this patient was plano in the right eye and ucva improved from 20/200 to 20/20. This surgeon reported some of his patients mentioned blurred vision and double imaging. It is unclear if this referenced patient experienced these specific visual disturbances. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).